Manufacturer narrative:
Qn#(B)(4). The complaint of no pressure reading cannot be confirmed by the photo. The photo revealed that the patient's hand was swollen and had evidence of ischemia. However, this alone does not provide sufficient evidence of a defective device in relation to pressure readings during use. The instructions for use (IFU) provided with this kit (f-04020-106b) warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Additionally, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"Patient with limb ischemia swelling blisters on insertion site. Ischemia remains but subsidy (patient is getting better)." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the catheter to be not functional after 1 day needing replacement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
"Patient with limb ischemia swelling blisters on insertion site. Ischemia remains but subsidy (patient is getting better)." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the catheter to be not functional after 1 day needing replacement.

Manufacturer narrative:
(B)(4).

Event description:
"Patient with limb ischemia swelling blisters on insertion site. Ischemia remains but subsidy (patient is getting better)." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the catheter to be not functional after 1 day needing replacement.